Event description:
It was initially reported that the clamp (mayfield modified skull clamp) did not support the patient during a post cervical case. Additional information was then received from a registered nurse (rn) with the following information. On (B)(6), 2010, a (B)(6) female patient was positioned in a prone position for the surgery. The position of the patient was most likely not changed intra-operatively. It was reported that the surgeon stated that it was the lock of the product which did not work efficiently. The length of time in use before the event occurred was reported as most likely noticed immediately. Revision was not required. There was no patient injury and the surgical outcome was good. Disposable mayfield adult skull pins (B)(4) by integra were used. No stereotaxy device was used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.